Event description:
It was reported that the pa (physician¿s assistant) missed the eol/eos (end of life/end of service) of the pump. The patient was evaluated on (B)(6) 2012 by the pa and the event logs noted ¿eri (elective replacement indicator) occurred eri (B)(6) 2012." Eos occurred on (B)(6) 2013. The eol/eos was within the expected longevity range for the pump. The patient was admitted to the ER on (B)(6) 2013 with withdrawal symptoms. The pa believed that ¿they¿re probably giving him morphine.¿ the pa thought they may replace the pump on (B)(6) 2013. The pump was delivering morphine (25 mg/ml, 9.5 mg/day). It was later reported that the cause of the event was the pump reaching end of life and the medication ran out causing drug effects. Normal battery depletion was noted. The patient required hospitalization due to the event and the patient outcome was unknown. It was stated that the patient had not been to see the physician in ¿over 1 year¿, thus it was unknown what happened on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8840, serial # unknown, product type programmer, physician; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).